Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was exposed to fluid and customer did not receive any alarms after moisture exposure. Customer stated that the insulin pump turned off suddenly later and then vibrated. The insulin pump will be returned for analysis.